Event description:
It was reported that the patient presented for a remote follow up via merlin.net with noise over-sensing seen as high ventricular rate (hvr) episodes exhibited by the right ventricular (rv) lead. No interventions were performed. The patient was in stable condition.